Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the black box shows a replace cartridge alarm on 10/21/2014 05:08; deliveries resumed 10/23/2014 19:43. On 09/14/2014 17:59 an unexplained por event occurred; deliveries resumed 10/14/2014. The daily insulin delivery totals correctly reflect user's programmed basal rates. Typical usage observed in alarm history. Pump passed delivery accuracy test and found to be delivering within required specifications. Unable to duplcaite the complaint. Battery compartment is cracked between bumper pad and cover. Returned battery cap and returned cartridge cap used to complete testing.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
The reporter contacted animas on (B)(6) 2014 alleging history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) between 15-20mmol/l with extreme drowsiness/difficulty waking up/confusion, nausea, polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus totals match and there were missing bolus records. All settings were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.